Event description:
The customer called for help with his meter. While troubleshooting, he performed normal control tests and received results of 305 and 229 mg/dl. While a control range was not provided, it should be around 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.